Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found that the male luer collar was cracked/broken. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a "cracked collar.". This was noted during infusion of propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.